Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed that no abnormalities or deviations besides the mentioned long time range to the last energy check can be identified . The reported treatment was the last one on that day, more than 5.5 hours after the last energy check was performed. This does not comply with the instructions for use which says "...checking the laser function manually at least after 120 minutes..." No abnormalities that could have contributed to this event were found during review of the device history records. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the laser device. The laser settings followed the recommended cut settings. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. There is no indication a device malfunction caused or contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmologist reported slower than expected visual recovery post laser assisted inlay procedure. One day post operative, the patient complained of blurry vision. Stromal edema was found centrally. One week operative, trace superficial punctuate keratitis (spk) was noted. Patient reports hazy vision. Patient was advised to increase dosage of non preservative artificial tears being used and to start a cyclosporine ophthalmic emulsion. Approximately one month post inlay procedure, the patient reports distance vision is blurry than before the procedure. Patient notes that street signs are hard to see at night but patient still feels comfortable enough to drive without any prescription. The doctor reported that the corneal issues were decreasing and the visual acuity was improving. Approximately two months post operative, the patient states that the distance and near vision are worse with the inlay then prior to procedure. Patient notes pressure in her right eye and that her right eyelid feels heavier in the mornings to open. Inlay was found to be decentered mildly inferiorly. Reposition of the inlay or possible removal is being considered. Approximately three months post operative, inlay was removed. Patient notes that one day post removal, vision is still slightly blurry it is better than with the inlay. Mild haze was reported. Patient is to use a steroid gel on a tapering basis. Patient will be evaluated for progressive addition lenses when refraction has stabilized.